Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the bending section cover, control unit, grip, angulation lever, right/left lever, up/down plate, right/left plate, switch 1, video connector, video connector case, light guide connector, light guide cover glass, and the forceps evaluator lever was scratched. The adhesive on the bending section cover was chipped, switch 3 was discolored, the universal cord was dented, and the video connector case was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the laparo-thoraco videoscope did not produce an image. The issue occurred during a therapeutic laparoscopy. The procedure was completed with a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Since, the device is more than 15 years old. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, but it is likely, that the event occurred, due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board, due to use stress, external factors or handling. The event can be detected/prevented, by following the instructions for use, which state: the inspection method for the suggested event is described, as follows in the operation manual: "chapter 3.: preparation and inspection. 3.6.: inspection of the endoscopic system in the operation manual". Olympus will continue to monitor field performance for this device.